Event description:
The customer reported several drops of fluid leaked on top of the tube stopper after the needle aspirated the sample involving the coulter act diff 2 analyzer. The operator was wearing personal protective equipment (ppe) consisting of gloves and a laboratory coat and did not have direct contact with the fluid. There was no operator injury or adverse effect associated with this event. Patient results were not affected. There was no patient impact associated with this event. A beckman coulter field service engineer (fse) was dispatched to assess the instrument. The facility has an exposure control or risk management plan in place for biohazard material.

Manufacturer narrative:
The field service engineer (fse) observed the probe wipe was dripping a very small amount of diluent after piercing the tube. The fse replaced the probe wipe and the yellow stripe tubing on the evacuation port. The fse noted pinch valve lv8 was activating and deactivating normally. Service activity performed was verified to meet the specified requirements per established procedures. The instrument conformed to the manufacturers published performance specifications and was returned to normal operation. (B)(4).